Event description:
It was reported that the customer passed away. Caller stated that the customer was not wearing the insulin pump for three days. Caller stated that the customer died due to diabetes complications. Caller stated that the customer was in dialysis. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no battery. Unit passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.